Event description:
Report received of a complete tubing separation. An adult pacu pateint was receiving morphine for pain management via pca. The tubing was primed with no problems or apparent leaking, and was connected to the patient. Several hours after the infusion began, the clinican noted the tubing to be completely separated at the junction between the tubing and the syringe, and fluid was leaking onto the floor. There was no reported bleed back. The tubing set was changed, and the infusion resumed with no further problems or interruptions in pain management. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.